Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that there was moisture present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: the display was not found to be blank; however, unrelated to the reported complaint, the text on the display was found to be dim and pink. Also unrelated to the complaint, the battery compartment was observed to be cracked through the u-groove. All keypad buttons were found to be responsive; however, contamination was observed under the button contacts and the keypad cover was also torn. The investigation is done by using returned cap with the pump. Moisture was found inside the pump, behind display and in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.